Manufacturer narrative:
Alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "the inside box did not appear to be completely sealed".

Event description:
Healthcare professional reported via company representative "the inside box did not appear to be completely sealed". Surgery was completed with a back-up device.